Event description:
The patient reported that at times his infusion set insertion device does not work properly. He stated that when the infusion set headset is inserted and he presses the trigger, the headset is not inserted into his body. He stated that if he lays the insertion device on its side, it fires and the headset is released. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insertion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.